Event description:
Reporter stated she was advised by the hosp that the pt was in the emergency room with high blood glucose issues. Emergency room physician told reporter that the pt was in the emergency room due to a malfunctioning device. Reporter provided two phone numbers to contact the pt to gather more info. Multiple messages were left for the pt, but he did not call back with details.